Event description:
It was reported by repair work order that ground for the power cord had been compromised due to a short. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.